Event description:
Date of implant: 2006. It was reported that a patient underwent revision surgery after "the breakage of a vertex occipital rod one year post-op. The rod broke at the point of reduction to diameter of 3.2mm". No patient complications reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore product evaluation is not possible. A DHR was reviewed during the course of this investigation; but did not contribute any additional information. Unable to determie the cause of the event.